Event description:
The pt reports pain and the doctor confirmed that ncb was broken. The pt had to undergo a revision surgery.

Manufacturer narrative:
The MFR did not yet receive devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the explanted devices, the device history records were reviewed and found to be conforming. There is no indication for a product failure. With the info given to far, no further investigation is possible. The root cause for this event cannot be identified. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, and amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).